Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there was a low flow issue. It was noted that the measured impella flow went down to 0.0. The support level was increased in an attempt to troubleshoot the issue, however, the rate remained 0.0. As a result of the ongoing issue, the decision was made to replace the device with another impella cp pump. Additional information was provided that noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The product was returned and the low pump flow was confirmed. The cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.